Event description:
It was reported that the right ventricular (rv) lead exhibited a polarity switch due to high impedances and noise. The lead was pro grammed back to unipolar and remains in use. No patient complications have been reported as a result of this event.